Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer reattempted the fill tubing and observed drops during troubleshooting with tandem technical services. The customer's blood glucose level was 144 mg/dl.